Event description:
The operator initialized demand pacing with the equipment and set the current to maximum but reportedly could not obtain patient capture. This allegation was based upon a lack of expected patient muscular reaction to pacer output.

Manufacturer narrative:
A factory evaluation of the equipment conducted subsequent to the second reported event observed proper operation. The reporter indicated this and the subsequent report may have been the result of operator error. Co will provide the facility with an additional review of equipment operation.